Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented for a routine follow up when the device was less than 3 months to eri when just a few months prior it had approx 4 years to eri. The device is scheduled for replacement. The patient was okay.

Event description:
The device was explanted and replaced.